Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-13687 and #1627487-2015-13688. Further review of the manufacturer's records found that the patient only had one paddle lead at the time of the reported surgery. Therefore the lead, designated as device is not applicable to this event and was reported in error.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's system was not covering the patient's pain. The physician explanted the ipg and replaced it with a competitor device. The patient's new system was programmed and the patient reportedly receives effective stimulation therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-13687, and #1627487-2015-13688. The patient's ipg was not explanted as originally reported. The patient was implanted with a second therapy system to improve therapy coverage. Due to allegations of ineffective stimulation reports for the patient's leads are being submitted.